Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a laparoscopic urological procedure on (B)(6) 2018 and suture clip was used. During the procedure, the device could not clip on the suture properly. The device was used on the kidney. Another competitive device was used to complete the case. There were no adverse consequences to the patient.